Manufacturer narrative:
Engineering evaluation concluded that the inner shaft of the inserter was assembled by the user incorrectly (upside down), which led to the difficulty in removing the inserter from the cage. When the inner shaft is assembled to the inserter correctly, the issue described by the surgeon does not occur. Ctl has already completed a design update to the inserter to prevent the inner shaft from being able to be assembled incorrectly to lower the probability of this occurring. More clear instructions for the assembly of the inserter is also being added to the system's surgical technique guide.

Event description:
During a tlif procedure, the surgeon had a difficult time attaching the klimt cage inserter to the klimt expandable cage. After inserting the cage into the disc space, the surgeon also had a difficult time disengaging the instrument from the cage. The surgeon stated this was high risk due to the nerve root of the patient being exposed while trying to remove the instrument. The surgeon was eventually able to remove the inserter from the cage, and there was no harm to the patient in this case.